Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-19826. It was alleged the pt was implanted with an ipg and a penta lead in (B)(6) 2011. The pt developed (B)(6) and the devices were explanted, date unk. The above info was reported in a post on the internet at www. Razorfish.com. Due to the medium where the info was found, sjm is unable to verify the info, locate the patient info and device info. Note: this pt reported other issues. Reference 1627487-2013-19824, 1627487-2013-19827.